Manufacturer narrative:
When rec'd, the unit had the following damage which is usually noted when a device has been dropped: a cracked top cover was observed and a loose screw was found inside the unit. The ac plug on the unit was broken/chipped. The pressure finger was binding and out of spec. Engineers discovered bad piston and valve motors. The unit was beyond economical repair and a replacement unit will be installed. Testing and investigation included review of the device history log which confirmed the reported full collection bag and occlusion alarm written in the alam history. The devie was tested and no alarms were generated during testing procedures. The pump passed long term delivery accuracy without alarm and within product spec. The unit, however, was slightly out of spec for high occlusion pressure: measured 4.2 psi (specs 3+/-1).

Event description:
The pump reportedly gave a low battery alarm followed by "muliple false occlusion alarms." The pump was immediately plugged in for the battery alarm which resolved that situation. The nurse could not clear the occlusion alarms despite the pt line being fully patent with good gravity flow. The pump had been infusing unrecalled maintenance fluids and levophed at 20ml/h on line c. The pt blood pressure dropped during the repeated occlusion alarms and during the troubleshooting period. A new pump was obtained, flow established without any problems, and the pt blood pressure stabilized. No adverse sequelae were reported.